Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 55 previously reported events are included in this follow-up record. Product return status 34 devices were received. 21 devices were not available for evaluation.

Event description:
This report summarizes 55 malfunction events in which the device reportedly overheated. - 49 events had no patient involvement; no patient impact. - 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 55 events were previously reported during the reporting quarter; however, 1 previously reported event was included under MFR report # 0001811755-2021-00222 but should be included under this report. 1 previously reported event in this report should have been included under MFR report # 0001811755-2021-00222. 55 previously reported events are included in this follow-up record. Product return status 33 devices were received. 19 devices were not available for evaluation. 3 device investigation types have not yet been determined.

Event description:
This report summarizes 55 malfunction events in which the device reportedly overheated. 49 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 55 events were reported for this quarter. Product return status: 9 devices were received. 15 devices were not available for evaluation. 31 device investigation types have not yet been determined. Additional information: 55 devices were not labeled for single-use. 55 devices were not reprocessed or reused.

Event description:
This report summarizes 55 malfunction events in which the device reportedly overheated. 55 events had no patient involvement; no patient impact.